Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: material#: unknown batch#: unknown verbatim: complaint via email. Email(s) attached complaint details during the 100% visual inspection process, six (28) units were rejected for "particulate/material suspended in solution or adhered to internal surface of container". One (1) of these units contained a particulate that was extrinsic to sca¿s process. The particulate was analyzed by the sca qc lab and was determined to be a polyester fiber. (See attached photo).